Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported his blood glucose have been running high, he was due for a set change this morning and he stated that he would look at how many units were left and there was 206 units. He ate and his blood glucose was still high so he changed it again. Patient's blood glucose at time of incident was over 400 mg/dl. Patient's current blood glucose was 423 mg/dl. The insulin treated it by giving insulin through pump. Based on customer report customer does not allege pump was under delivering. Performed displacement test. Test result was no reservoir. Blood glucose was over 400mg/dl. Yesterday he stated that he dropped to 63mg/dl. He corrected for a high and then it dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay.